Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1500297 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded into the jaws of the device. The returned sample appeared used as there was biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The partially loaded clip was able to properly load into the jaws of the device and close. The second clip was found to be broken inside the channel. The third clip was able to successfully load into the jaws of the applier and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The remaining clips were all fired with no issues and no other clips were found to be broken. The sample was received with 9 clips remaining in the channel indicating that 6 clips. Other remarks: were fired by the end user. No other defects or anomalies were observed. Non-conformance request (B)(4) was initiated to further investigate the complaint. The reported complaint of "clips misaligned" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the second clip was broken. However , the rest of the clips were all able to load and properly close. The device was received with 9 clips remaining in the channel indicating that the end user fired 6 clips. Since the clip was found to be broken inside the channel of the device, the probable cause of this complaint issue is assembly related. Non-conformance request (B)(4) has been initiated at the manufacturing site to further investigate. Results code: the reported complaint of "clips misaligned" was not confirmed based upon the sample received. However, a second clip was broken inside the channel of the device, the probable cause of this complaint issue is assembly related. Non-conformance request (B)(4) has been initiated at the manufacturing site to further investigate.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.